Manufacturer narrative:
A visual inspection of the returned device showed an indention in the teflon pad. The scalpel was attached to a generator and tested. The console performs an initial diagnostic test to verify drive train and generator console integrity to determine the scalpel's adequacy for use. The returned scalpel was observed to fail this test as the generator emitted a code 5 instrument error. A microscopic inspection of the scalpel rod revealed a crack in the blade which originated from a gouge. A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release. Based on the observed damage, the most likely cause of the crack in the rod was the result of the device coming into contact with a hard object, such as a staple or surgical clip, during use. Stryker sustainability solutions' instructions for use state, "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error."

Event description:
It was reported that during a procedure the ultrasonic scalpel stopped activating. The procedure was completed with a bovie device. No patient injury was reported by the user facility.